Event description:
It was reported by service report that the foot lift motor was not working and it could not be lowered electronically to the lowest position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power assembly harness. Sensor coil cord.